Manufacturer narrative:
(B)(4). Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases, like this, where the leaflet or leaflets are not functioning as intended leading to regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to determine the root cause of this event or confirm the clinical observation. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after seven (7) years, six (6) months due to prosthetic mitral valve dysfunction and regurgitation. Upon visualization, the valve showed some scarring which was not pannus, but adherence to the prosthetic valve leaflet on the ventricular side. The surgeon concluded this contributed to the restriction of the leaflet motion. Once excised, a 33mm on-x mechanical valve was used in replacement. There were no complications and the patient was taken to the intensive care unit in stable condition, after having tolerated the procedure well. The patient's post-operative course was complicated by an episode of complete heart block. However, this resolved spontaneously and the patient was discharged home on pod #9.